Event description:
Customer reportedly obtained results of 204mg/dl and 54mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event was reported. Requested return of the suspect system and replacement was sent.